Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.7mm, vicmo 13.7, -7.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2015. Refractive surprise with glare/haloes was observed. The lens was exchanged for a shorter length lens on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Implant date: (B)(6) 2015; claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicmo 13.7, -7.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on apr/2015. Refractive surprise with glare/haloes was observed. The lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted.